Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys toxo igm immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample resulted in the following toxo igm values when tested on the e 801 analyzer: 0.748 coi (non-reactive), 0.7 coi (non-reactive), and 0.8 coi (borderline). The sample was tested on a diasorin liason analyzer, resulting in a toxo igm value of 19.8 (reactive). No units of measure were provided for the diasorin assay. The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
The last calibration performed on 13-sep-2022 was within expected ranges. Quality control data for one level of control was ok from 25-sep-2022 to 25-oct-2022. No additional control data was provided. A sample from the patient was requested for investigation but could not be provided. The investigation could not identify a product problem. The cause of the event could not be determined.